Event description:
Health care professional (hcp) reports a pt reaction during a pt treatment while using the CT 190g dialyzer. This occurred on reuse number 2 and was noted at the onset of treatment. This was the pt's second time dialyzing with this dialyzer. Pt's first treatment on the CT 190g on 05/19/00 was without incident. Pre-treatment blood pressure was 153/73, pulse was 64. Five minutes decreased the blood flow rate. Five minutes later the pt complained of itching. Blood pressure was 97/38, pulse was 124, temperature was 95.6f. 1 liter of normal saline was administered, but the pt's blood pressure would not stablize. At this point hcp called 911 and the pt was transferred to the hosp where pt stayed for 2-3 days. Pt was subsequently discharge and is fully recovered at this time.